Event description:
I have not had one pain free day since my surgery. It has moved all the way down my left leg. I am now going to a pain clinic because it is chronic pain. I walk with a bad limp. I can at times hear my hip popping and also feel it. Dates of use: (B)(6) 2009 - (B)(6) 2011, 2 years. Diagnosis or reason for use: left femoral neck fracture. #8 osteonic and therapy (B)(6) 2009. Also (B)(6) 2009.